Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor sprint otw drug-eluting coronary stent into a patient. The target lesion, located in the mid rca, was described as tortuous and highly calcified with 50% stenosis. It was reported that as the relevant was not able to cross the lesion, it was removed for pre-dilatation. After pre-dilatation, the relevant device was re-inserted; however, it got stuck in the rca and dislodged from the delivery system. The dislodged stent was retrieved with a snare. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Tortuosity, severe calcification and stenosis, stent dislodgement.